Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-05557. The patient has two scs systems. The details below are related to the scs system implanted on (B)(6) 2013, and lead implanted on (B)(6) 2014. It was reported the patient hasn't been receiving pain relief from stimulation. It was also reported the patient has been receiving overstimulation from the 3186 lead implanted on (B)(6) 2014. The patient has also experienced several falls recently. Reprogramming to provide resolution was unsuccessful. As a result, the patient will undergo a CT scan/x-rays for further evaluation.